Event description:
It was reported that pt's device diagnostics resulted in high lead impedance. Anterior/posterior chest x-ray view was reviewed by the MFR. The review of x-rays were inconclusive to determine the cause of the high impedance event. Attempts for further info are in progress.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.